Event description:
It is reported that the patient's insulin pump is displaying a button error. Patient's blood glucose level is 400mg/dl. Trouble shooting is conducted and found possible sweat damage. Device is being returned. No further information available.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was monitored and programmed with several bolus units and selected multiple basal rate. The bolus and basal delivered and recorded properly in the history screen. No bolus or basal anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.